Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e, model: sc-2316-50e, serial: (B)(4), batch: 7118803.

Event description:
It was reported that during a trial, the patients intraop coverage was very difficult and caused pain for the patient. The patient underwent an early lead pull procedure. The explanted devices will not be returned.